Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire and dissection requiring intervention. Device issue: separated guide wire. It was reported that during an angioplasty procedure of a chronic total occlusion of the left anterior descending artery (lad), the radiopaque distal tract of the guide wire remained "free" in the coronary of the pt. Attempts were made to withdraw the guide wire portion with a "goose neck" snare device. After several attempts, the physician succeeded in the removal of the separated guide wire from the pt anatomy. After that, a dissection of the subclavian artery was reported which may have been caused by the snaring attempts to retrieve the separated guide wire portion with a goose neck. Reportedly, the dissection was treated with graft stents. No further pt effects were reported. No additional event or pt info is available.